Event description:
It was reported that the user experienced a prolonged low blood glucose episode while using the ilet bionic pancreas, and follow-up attempts to obtain event details and complete the blood glucose questionnaire were unsuccessful. Symptoms included hypoglycemia. Outcomes included no reported hospitalization or long-term sequelae. Investigation included attempts to collect additional information for troubleshooting and education. Investigation of this case revealed no device-related malfunction or specific contributory factor due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.